Event description:
It was reported that the ilet delivered repeated corrective insulin doses for hyperglycemia, including a series of small boluses over approximately 25 minutes that reduced glucose rapidly from sustained levels above 180 mg/dl to the 90s, and on a separate occasion a correction lowered glucose to 79 mg/dl, after which carbohydrate was given when downward trend indicators appeared. Symptoms included low glucose with impending hypoglycemia and prior high glucose. Outcomes included user intervention with oral carbohydrates and continued use of the device without medical treatment or hospitalization. Investigation included review of available device-generated glucose and dosing history and user-provided account, as well as provision of troubleshooting and education. Investigation of this case revealed corrective insulin delivery functioning and adaptive control behavior consistent with algorithm-driven adjustments and learning, with no evidence of device component malfunction identified from available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.